Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the occlusion was recognize intraoperatively. A CABG was performed with no other consequences to the patient. The explanted device was successfully replaced. The patient was returned to intensive care in a hemodynamically stable condition. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. However, this event was likely due to procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this edwards bioprosthetic aortic valve was explanted at implant. As per the operative report, the valve was well seated, but there was a concern that the right main coronary artery was occluded by the prosthesis. A coronary artery bypass grafting (CABG) was then performed. After this was completed, it was noted that there was a paravalvular aortic regurgitation, so the valve was explanted and the annulus was re-debrided. The explanted device was successfully replaced. The patient was returned to intensive care in a hemodynamically stable condition.